Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vticm5 12.6 implantable collamer lens of -12.0/3.5/092 (sphere/cylinder/axis) was implanted into the patient's right eye (od) as an exchange lens on (B)(6) 2022 to resolve excessive vault. Reporter states that the vault still seems too high. Lens remains implanted.

Manufacturer narrative:
Additional data: b5- the patient experienced glazy, hazy rings in the evening. Prescribed lubricating eye drops.  H6- health effect- clinical code: 4581- glazy, hazy rings. Claim# (B)(4).